Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d10. Concomitant med products and therapy dates: saw blade device, handpiece device ((B)(6) 2025). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure, it was observed that the robotic assisted saw interface device right (sasi) had a lot of play, so the robot was constantly trying to adjust. It was also observed that the saw blade got stuck in the robotic assisted saw handpiece device. It was reported that the issue with the robot occurred throughout the procedure. It was further observed that after inspecting the robotic assisted saw interface device left (sasi) after the case, it was found to be loose. There was patient involvement reported. It was reported that there was no delay the procedure. There were no reported adverse consequences to the patient. No additional information could be provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. Visual analysis of the device revealed no significant damage or visual defects. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. The functional found that the saw clamp lever articulated freely without the saw wing fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that a normal amount of force was required to clamp and unclamp the saw wing fixation level. The overall complaint was confirmed as the observed condition of the device would contribute to a device issue. The issue related to the undesired movement/play is related to a design issue and has been escalated to a CAPA.